Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace teflon pad was damaged and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed, and no fragment remained in the patient. The surgeon stated that there was no instrument collision. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: all fragments were retrieved using a laparoscopic instrument. The instrument was in use for 15 minutes prior to the issue. The fragment did not fall during an instrument tip collision. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. The instrument was found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. There was possibly material missing as a result. .